Manufacturer narrative:
Concommitant medical products: product ID 978a128, lot# va28xdh. Implanted: (B)(6) 2021. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, lot #: va28xdh, ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was the patient stated wires were loose right after implant but was told to wait and see if it sets with healing. The patient said the wires continued to move and are now causing pain and pressure. They inquired about informing the manufacturer representative.   The patient has an appointment with their healthcare provider next week and will likely get wire replaced. The patient was redirected to their healthcare provider to further address the issue.